Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: date unknown/ not provided. If implanted; give date: unknown/ not provided. If explanted; give date: lens remains implanted. (B)(6). (B)(4). Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: based on the manufacturing records review, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or a product deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the result post-op was not as good as expected. Pre-op: +5,25 -5,25 67°, post-op: +1,5 -2,75 91°. The calculated orientation was to be 150 degrees but turned out to be 142 degrees post-op. Through follow-up we learned that the rotation was performed without issues on the (B)(6) 2019. The patients outcome was very good and the patient is happy. Sph+0,25 cyl-0,75 in 74°. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.